Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a minimum fill message. Reportedly, the cartridge was filled with 200 units of insulin. At the time of the reported, the customer did not have additional supplies available. There was no reported impact to the customer's blood glucose level.